Event description:
A patient reported that his implantable neurostimulator (ins) kept turning off by itself. The patient verified that it was on by seeing the lightning bolt displayed, but he would have a return of bladder symptoms, sync with the ins, and see that the lightning bolt was gone unexpectedly. The patient noted this was happening occasionally. It was noted the patient seemed to be pressing the correct button to sync with the ins and stated that he was not inadvertently pressing the ins off button. There was no medical or electromagnetic interference that could be related to the issue. The patient the issue began in 2016. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.